Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) is used to capture product not returned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2014: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was competitor. There were no complications noted. Part/lot is unknown. (B)(6) 2019: patient underwent a left knee revision for pain. Infection was ruled out. The tibial component was noted to be loose (debonded from the cement mantle). Wear debris was noted to be throughout the joint ¿ consistent with loosening. The surgeon revised the femoral component, but no failures were noted with the femoral component. The patella was left implanted and attune revision implants were placed. Manufacturer of the bone cement is unknown. Doi: (B)(6) 2014 dor: (B)(6) 2019 left knee.